Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that tower door 2 on the first tower from the left was clicking and failing due to micro switches on the latch. A field service engineer opened the center column, replaced the micro switches on the latch for tower door 2 and done preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door 2 keeps failing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.